Event description:
It is reported that the device was implanted in 1998 and revised in 2009, due to the tibial baseplate fracturing.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. The device is in transit to zimmer warsaw. Our investigation will be initiated upon receipt of the device. This report will be amended when our investigation is complete.